Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and lead system exhibited continuous electrogram noise on the shock channel. The pocket was opened and visual inspection found that the df-1 connector was fractured. Only the is-1 portion of the lead was intact and connected.